Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip detachment and recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. One ntw clip was implanted successfully. The procedure ended with mr grade 2+. After the procedure, the clip partially detached from the posterior leaflet. The partial detachment was confirmed via echocardiogram the following day and the mr was recurrent at grade 2-3. No further treatment or intervention was completed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration (partial clip movement) appears to be due to patient conditions (p3/posterior 3 flail). Mitral regurgitation (mr) appears to be due to the partial clip movement (migration). Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances as no treatment was performed to treat the mr. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received:the clip partially detached from the posterior leaflet after detachment from the clip delivery system. No additional information was provided.